Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received from healthcare provider via manufacturer representative regarding a patient with clinical ID: (B)(4), study ID: (B)(4), incident type ae subevent number: 0. Primary diagnosis: stenosis description: low back pain onset date: on (B)(6) 2024. Interventions: action subtype: denervation procedure action result: yes, action date: on (B)(6) 2024, denervation procedure type: radiofrequency ablation action subtype: ae result in hospitalization action result: no action subtype: any other action(s) taken action result: no action subtype: did the ae result in any treatment action result: yes, action subtype: drug therapy action result: yes action subtype: injection action result: yes injection-1: injection name: medial branch block date: on (B)(6) 2024, levels: l3-l4 details: diagnostic injection-2: injection name: medial branch block date: on (B)(6) 2024, levels: l3-l4 details: diagnostic patient outcome: recovering/resolving diagnostic: action type: diagnostic action subtype: were any diagnostic test performed action result: no adverse event info: does the adverse event involve a lumbosacral spinal level: yes, if yes, levels involved: l3-l4 site seriousness assessment: there is no congenital anomaly, death, disability, hospitalization, life threatening and medical intervention, but the severity of adverse event is mild. Site related assessment: it is unlikely related to capstone peek spinal system, posterior supplemental fixation system. Possible related to tlif grafting and study procedure (tlif). Sponsor assessment (oc muo): possible related to the grafting material, posterior fixation system and interbody device. It was reported that the patient had low back pain that radiates down her left leg. Believes it is from physical therapy. It is bother her with everyday activity as the back will tighten. Taking cyclobenzaprine as needed. Additional information was received that description: intermittently radiating low back pain long description: intermittently radiating low back pain l3/l4 site seriousness assessment: there is no congenital anomaly, death, disability, hospitalization, life threatening and medical intervention, but the severity of adverse event is moderate. Additional information was received that adverse event info: does the adverse event involve a lumbosacral spinal level: yes, if yes, levels involved: l3-l4 additional surgical procedure date - 01: on (B)(6) 2024 details surg proc - 01: bilateral radiofrequency ablation is the additional surgical procedure an elective removal - 01: no does the additional surgical procedure involve a spinal level - 01: yes add. Surg: if yes, levels involved - 01: l4-l5 does the additional surgical procedure involve an explant related to the study procedure - 01: no site related assessment: additional surgery is not related to capstone peek spinal system, posterior supplemental fixation system, tlif grafting and unlikely related to study procedure (tlif). Additional information was received that adverse event info: does the adverse event involve a lumbosacral spinal level: yes, if yes, levels involved: l3-l4 additional surgical procedure date: 01: on (B)(6) 2024, details surg proc - 01: bilateral radiofrequency ablation is the additional surgical procedure an elective removal - 01: no does the additional surgical procedure involve a spinal level - 01: yes, add. Surg: if yes, levels involved - 01: l3-l4 does the additional surgical procedure involve an explant related to the study procedure - 01: no.

Manufacturer narrative:
B5 has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that sponsor assessment (oc muo): cec assessed as possible related to the procedure, grafting material, posterior fixation system and interbody device. Interventions: action subtype: surgical treatment action result: yes.